Manufacturer narrative:
Mindray service reps cleared error logs and rebooted server and communication was restored.

Event description:
Customer reported the panorama telepack lost communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.